Manufacturer narrative:
Per admission report: this female patient was found on the floor unresponsive by her husband and was admitted to a different hospital than that at which the coil embolization was performed. A CT performed at this previous hospital revealed (sah) sub-arachnoid hemorrhage. On transfer admission to the (sicu) surgical intensive care unit of the hospital in which the event occurred, the patient had decreased mental status. Repeat head CT revealed increase in the intraventricular and parenchymal bleed, increasing brain edema with transforaminal herniation and increased hydrocephalus. An (evd) external ventricular drain was placed. Angiogram performed post initial bleed and prior to stent assisted coiling showed severe spasm that required medical treatment with intra-arterial cardene and angioplasty; however, the patient's condition worsened after post angiogram with reperfusion edema and hyperemia on CT. This improved with cardene and magnesium infusion. Treatment was complicated because of severe spasm desiring (hhh) haemodilution, hypervolaemia, hypertension therapy in the presence of an unprotected aneurysm desiring hypotension. The patient was planned for an elective stent assisted coil embolization. However, the patient re-ruptured a few hours prior to the procedure with massive hemorrhage originating from an enlarged dissection/aneurysm of the right p1-p2 junction with massive intraparenchymal and intraventricular hemorrhage. A CT of the brain showed extensive hypodensity of the brain stem area, as well fogginess of the gray/white matter junction indicative of severe brain damage. Nevertheless, after discussing the details of the prognosis with the patient's family members, coil embolization of the dissecting aneurysm was requested for prevention of any further re-rupture and to enable re-evaluation of the patient's status. Via right femoral access angiography showed a 6.5 x 5mm large dissection aneurysm without any clear boundaries and potentially intraneurysm clot originating from a dissecting right p1-p2 segment. There was no clear delineation of the true and false lumen. An envoy guide catheter was placed in the distal left vertebral artery and the patient was heparinized resulting in an act of approximately 300 seconds. A loading dose of plavix 300mg and asa 325 mg was given via the nasogastric tube. A prowler plus microcatheter was advanced over a synchro 0.014 guidewire and placed distally into the p3 segment on the right. An enterprise 4.5 x 22mm stent was placed across the dissected area covering the entire aneurysm. It was reported that there was no difficulty encountered placing the stent. The microcatheter was replaced with prowler select lp. After placing the guidewire into the aneurysm and after multiple attempts, placement of the microcatheter within the base of the aneurysm was achieved. Coil embolization of the aneurysm was then attempted. Part of the orbit coil herniated in the p2 segment and prematurely detached. Subsequent angiograms showed a patent aneurysm, as well as a patent p1-p2 segment. A mild spasm of the distal intradural vertebral artery was noted and treated with 10mg of nicardipine. The stent assisted coil embolization with preservation of the dissected p1-p2 area was unsuccessful. The procedure was resumed and successfully completed with coil embolization and occlusion of the p1-p2 dissecting aneurysm with occlusion of the vessel. There is elevation of the thalamoperforator. A day after the procedure, the patient was maintained on a ventilator and given an exam suggestive of brain death; the patient will undergo a four vessel angiogram to evaluate flow and then, if no flow, a repeat neurological exam and apnea test. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During an embolization procedure to treat and intra-ventricular bleed, the trufill orbit (5x15mm) prematurely detached and protruded into the parent vessel. The coil was removed with a chestnut alligator snare system; however, during removal of the coil, the entire mass, coil and stent, were removed. During retrieval of the stent and coil mass, there was detachment of the material into the left origin of the common iliac artery without any flow obstruction. Subsequent angiograms showed a patent aneurysm, as well as a patent p1-p2 segment. A mild spasm of the distal intradural vertebral artery was noted and treated with 10mg of nicardipine. The procedure was resume and successfully completed. The procedure impression indicated successful coil embolization and occlusion of the p1-p2 dissecting aneurysm with occlusion of the vessel. There is elevation of the thalamoperforator. A stent assisted coil embolization with preservation of the dissected p1-p2 area was unsuccessful. A day after the procedure, the patient was maintained on a ventilator and given an exam suggestive of brain death; the patient will undergo a four vessel angiogram to evaluate flow and then, if no flow, a repeat neurological exam and apnea test. Addendum: the patient's outcome of "brain death" was mainly caused by the re-hemorrhaging prior to the procedure. The reportability was not revised, however, the pmc code "cnv dcs orbit/coil/fractured-in patient" was removed/deleted since additional information indicated that the coil prematurely detached and protruded into the parent vessel. Additionally, the operating physician indicated that spasm that occurred during the procedure was attributed to the removal of the coil. Therefore, additional determination trees were performed to capture the product malfunction and adverse event (spasm).